Event description:
On event date the end-user called minimed, USA, and stated that while sleeping the tubing has detached from the luer connection. The end-user stated that end-user re-inserted the tubing and it looks fine and there is no leaks. On april 18, 2001 maersk medical received the complaint and 1 used tubing.